Manufacturer narrative:
The tech investigated the alleged incident and the account stated the pt turned to the left side and the left side rail dropped and the pt fell to the floor landing on his back. All lab test returned negative and no injury. The tech inspected the bed and the side rail latched and held as designed, no problem found.

Event description:
The account alleged the pt fell out of the bed. No injury reported.